Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical low voltage/power cable disconnect alarms, and the controller¿s power cables being kinked, were both confirmed. However, the reported event of all the controller¿s leds atypically lighting up was not confirmed. A log file was extracted from the controller during testing, containing data spanning approximately 1 day (26jan2022 ¿ 27jan2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several atypical power cable disconnect alarms (rsoc invalid fault alarms not associated with a power source exchange) were intermittently observed throughout the data. These alarms were caused by the rsoc dropping below the alarm threshold in both power cables, and low voltage hazard alarms were also active at these times due to the issue occurring within both power lines. The overall (bus) voltage of the system was unaffected during these events. Each alarm appeared to have resolved within a few seconds of activation. No other notable events were observed. The returned system controller (serial number (B)(6) was observed to have slight kinks on its power cables upon arrival. The controller was functionally tested and was found to perform as intended despite the observed damage, even when the power cables were manipulated by hand. The individual wires within the cables were measured and were all found to have typical resistance values. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect/low voltage conditions. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller cables were twisted and kinked. The patient's controller would show the red alarm, all icons would light up, and would display low voltage anytime the patient moved. The patient's controller was exchanged.